Event description:
It was reported that patient experienced a perforation from the right ventricular (rv) lead. It was also reported that the right atrial (ra) and right ventricular (rv) leads were not capturing at maximum output in both unipolar and bipolar. At explant it was noted that the ra lead was sensing only the ventricle. The patient was hemodynamically stable. The system was removed and two days later a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2013 (B)(6); sedr01 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.